Event description:
It was reported that when the outer box was open, the package was labeled for one trocar however, inside the package there was different trocar.

Manufacturer narrative:
(B)(4). Complaint stated that the package was labeled d5lt and inside the package was a d5st trocar. Only the device and the tyvek returned for evaluation rather that a sealed package. The reported complaint was for d5lt, g4tt0n. The returned tyvek label was for product code d5st, lot g4ru9j. The device that was returned was a d5st, batch g9jr9t. The tyvek and the instrument match as code d5st. Complaint event cannot be verified. Batch history records for g4ru9j, d5st, were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4).